Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 30305072 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. Feeding was simulated using water mixed with food grade dye. A 35ml enfit syringe was attached to the central port, with the side port closed. The water was infused. There was no resistance. It exited the bolus tip. The process was repeated with the syringe attached to the side port, with the central port closed. Again, the water flowed without resistance and exited the bolus tip. The complaint is not confirmed based on sample evaluation. No problem was detected. All information reasonably known as of 20 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that a nasogastric tube could not be advanced over the guidewire because resistance was encountered due to a hard piece.